Event description:
In the cns neuroscience and therapeutics journal was reported that during a thrombectomy treatment of a middle cerebral artery (mca) m1 segment occlusion, the retriever fractured in the proximal middle cerebral artery (mca) resulting in a hemorrhagic infarct. The fracture portion was successfully snared. No additional information is available.

Manufacturer narrative:
The device is not available for analysis; therefore the cause of the retriever fracture cannot be determined. However, hemorrhage and stroke are known risks associated with endovascular procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to these events.

Event description:
In the cns neuroscience and therapeutics journal was reported that during a thrombectomy treatment of a middle cerebral artery (mca) m1 segment occlusion, the retriever fractured in the proximal middle cerebral artery (mca) resulting in a hemorrhagic infarct. The fracture portion was successfully snared. No additional information is available.

Manufacturer narrative:
Subject device is not available.